Event description:
It was reported that the patient presented for in clinic follow-up with recorded episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed to post-paced t-wave oversensing. Programming interventions were made. There were no patient consequences.